Event description:
Caller states customer reported low blood glucose symptoms with blood glucose results of 58 mg/dl and 45 mg/dl obtained on the advantage system. Customer was treated with small orange juice and hershey's kiss. Customer was re-tested within 10 minutes and obtained blood glucose results of 304 mg/dl and 329 mg/dl. No adverse event related to the device requested. Requested return of suspect device and replacement was sent.